Event description:
The reporter indicated that a 13.2mm vticm5_13.2; -11.50/2.5/088 (sphere/cylinder/axis) implantable collamer lens had crinkled up during insertion. The lens touched the patient's eye with no injury.

Manufacturer narrative:
Type of investigation: (B)(4): no similar complaint type events reported for units within the same lot.claim# (B)(4).

Manufacturer narrative:
B1: corrected to adverse event in initial MDR. B2: corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B5: "the lens was explanted and returned for credit." Should be added to the initial MDR. H1: corrected to serious injury in initial MDR. H6: corrected to health effect - impact code: 4629. Claim#: (B)(4).